Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time user error should be considered as patient choose not to address the alarm.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: the pump alarm was going off in the middle of the night last night. Patient states that he did hear the pump sounding but didn¿t clear the alarm. Upon awakening this morning, his blood glucose level was 400mg/dl. Reporter contacted patient¿s doctor who advised giving the patient 12 units of insulin per subcutaneous injection and recommended taking him to the ER. Patient then stated that upon arrival in the ER, patient¿s blood glucose levels were taken and his bg had decreased to normal levels with the treatment provided at home. Patient was not provided any additional treatment, denies any symptoms and at time of this contact reports no issues. Review of patient¿s alarm history confirmed pump emitted a call service alarm on (B)(6) 2014 , which patient did not clear . Customer support concluded this is what caused patient¿s blood glucose levels to increase. This complaint is being reported because the user error of the patient not responding to the alarm resulted in patient seeking medical attention for hyperglycemia.